Event description:
Da vinci prostatectomy - "the used ca090 is part of a kit ("davinci set 6" 990000837). During the ligation of structures/vessel the legs of the clip were crossed. A parallel clip ligation wasn't possible. The procedure was finished with another instrument (ca090). Thank you for arranging the replacement direct to the hospital." Patient status - "patient ok - op - procedure was finished with another."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that there were no clips left in the unit. Five (5) clips were manually loaded into the unit and were found to close according to specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching manufacturing process and inspection enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.